Event description:
Boston scientific received information that this right atrial (ra) lead exhibited an infection. The patient advocate claimed that the patient has sepsis and breathing problem. Further, the incision was red, swollen, warm to touch and a small red plum appearance on the site. A revision procedure was scheduled to remove the system due to infection however, was cancelled by the physician. Additional information was obtained from the field representative indicated that the device and lead are working properly. There was no infection that the representative was aware of and there were no device and lead/s that were explanted. Evidence suggests the lead remains implanted and in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.